Event description:
It was reported that the patient experienced syncope. It was reported that upon interrogation in hospital, backup vvi due to a hardware reset was observed on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of backup vvi was confirmed in the lab. Testing of the device revealed the device was above the elective replacement indicator when received. The device image was corrupt, so the cause of the bvvi operation could not be determined. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. Environmental testing was performed as well and the reset could not be replicated. The cause of the field event remains undetermined.